Manufacturer narrative:
Additional information was requested but has not been forthcoming. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the cause for the valve degeneration is unknown but may be due to the progression of the patients pre-existing valvular disease state. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Additional information provided by the hospital medical records indicated the patients 26mm sapien valve had been successfully deployed. The post op echo showed excellent position of the valve, good function, and no appreciable aortic insufficiency. The patient was discharged home with home healthcare on pod4. Pod28 echo showed a normal sapien valve with a mean gradient of 9mmhg and trace aortic regurgitation. At 3 years, tte showed the sapien valve was normal in appearance and had mild aortic regurgitation. At 3 years and 4 months, the patient was admitted to the hospital for increasing shortness of breath and diaphoresis. Tte showed moderate pvl and a mean gradient of 33mmhg, ava of .66cm2 which equated to severe aortic stenosis. There was no obvious intra-cardiac mass, thrombus or vegetation was demonstrated. Follow up tee performed the next day confirmed a thickened aortic and mitral valve. The aortic valve had a mean gradient of 30mmhg, severe aortic stenosis and moderate cai. After the sapien 3 valve was deployed, the patient recovered nicely with a left bundle branch block and trivial pvl. The temporary pacemaker was left in place, but was not turned on. The patient was discharged to home rehabilitation facility for short tern rehabilitation on pod5. Five days after discharge the patient was readmitted for diarrhea and abdominal pain. The patient was believed to have small-bowel obstruction and underwent exploratory laparotomy, which revealed metastatic colon cancer. The patient expired 15 days after readmission. In this case, the cause for the valve degeneration is unknown but may be due to patient factors (chronic renal failure).

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported approximately 3 years post transapical tavr procedure in the aortic position, the patient became symptomatic and underwent right subclavian artery valve in valve (26 sapien 3 in 26 sapien) procedure due to valve degeneration. Right subclavian artery access was chosen as the patient did not have good femoral access. The sapien 3 was successfully deployed in a 90:10 aortic/ventricular position. The patient left in stable condition. The patient¿s valve degeneration was attributed to the patient¿s diabetes.